Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation. Therefore, the evaluation was performed exclusively on the basis of the available information. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be conclusively determined. However, the instructions for use contain several warning notes referring to possible risks and complications when using the hf generator. For example, gases that accumulate during turis (transurethral resection) procedures are flammable. These gases may ascend into the roof of the bladder and may come into contact with the electrode. Activating the hf current while flammable gases are present may cause the gases to ignite or explode. This can result in uterine or bladder perforation or puncture, exogenous burns or other injury. Thus, based on the information available, it must be assumed that the reported event/incident was most likely caused by use error. Furthermore, a manufacturing and quality control review could not be performed since basic data of article identification (serial number) are missing. Instead a manufacturing and quality control review was performed for the last 24 months of production without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient¿s outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified procedure at an unknown date approx. 1-2 years ago, an explosion occurred as a result of which the patient sustained a perforation of the bladder. No further information was provided.